Manufacturer narrative:
A ge service representative performed an on site investigation. The dvd drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system experienced a keyboard error and locked up. There was no patient injury or death reported.